Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
The patient had a superdimension enb procedure on (B)(6) 2016. The patient was admitted for increased sob and dyspnea on exertion and experienced worsening respiratory status despite medical treatment with impending respiratory failure. The patient was transferred to palliative care for comfort care and subsequently died on (B)(6) 2016. If additional information pertinent to the incident is obtained a follow-up report will be submitted.